Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer also reported the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was not provided. Customer declined troubleshooting and further assistance with the issue. The insulin pump is not expected to return for analysis.